Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of exhibiting a high max error of (B)(4), indicative of a unit that is out of calibration. This is an incidental finding and not related to the reported event. The reported event could not be confirmed or duplicated at the bench level. Therefore the exact root cause of the reported issue could not be determined. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that there was a loose connection between the battery and the controller. The battery was exchanged with no reported patient consequences. No further information was provided.